Event description:
It was reported that an elelctrical reset occurred and changed the pacing mode to vvi at 65 bmp. The device was reprogrammed and is still in use. No further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset was reported but was not available in the device data. Attempts to estimate the time of the por were made but were not positive.